Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is not distributed in the us, but a similar device is marketed in the us.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: rust on the labeling. This is 6 of 7 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional information not previously reported. The investigation of the complained lcp drill sleeves has revealed that these really show traces of corrosion . The visible traces can be easily removed. Therefore we can define clearly, that this is an accretion of contact corrosion. According of corrosion can be generally said, that all materials also so-called stainless steels are conditionally resistant to rust. The rust resistant applies only if the material is stored dry and is free of contact with other metal objects. All metallic contacts in damp or wet conditions produce electrolytic reactions with contact corrosion as result. That is a normal wear and tear.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Device name: should be lcp drill sleeve.